Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was crushed at 25.7 cm to 29.3 cm from the connector pin. The outer coil was flattened in the same region. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.